Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that an unspecified medication infusion with a total volume of 1,059ml, programmed to run at 44ml/hr, underinfused. The remaining volume is unknown at the 24-hour mark. The event occurred at the oncology unit. It is believed by the hospital's biomedical engineer that the use of anti siphon valve with the tubing set causes excessive back pressure resulting to under infusion. Although requested, no additional information was provided.